Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Correction to e4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the malfunction of the power switch likely occurred because the operating force amount and frequency during application of the power switch exceeded what was expected. The subject device within this report was manufactured prior to a design change that was implemented to improve the durability of the power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Report source: other - (B)(6). The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the power switch was broken. The connector socket was loose and the clock battery error was present when the unit was turned on. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the power button for the evis exera iii video system center was stuck in the off position. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.